Manufacturer narrative:
The fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system, successfully passing the recognition and engagement tests. The instrument demonstrated the full range of motion in all directions, with the grip tip opening and closing properly. The instrument also passed the energy delivery testing in various grip orientations and the electrical continuity test. The failure analysis found the instrument did not have a frayed cable and was fully functional.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.